Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore, this information is not provided due to country privacy laws. Date of device manufacture year is 2005. The month of manufacture was unavailable at time of MDR filing.¿ a ge healthcare service representative performed a checkout of the system, confirmed the customer allegation, and issued a quote for repair of the device. The customer did not accept the quote for repair of the device and has removed the device from service.

Event description:
The hospital reported the unit went into a system failure during boot-up. There was no report of patient involvement.